Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation/perforation/injuries including perforation out of the fallopian tube') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed at the time of essure insertion". The patient's medical history included vaginal haemorrhage. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), migraine ("migraines/headache"), vaginal discharge ("irregular vaginal discharge") and vaginal haemorrhage ("after menopause spotting started again"). The patient was treated with surgery (full hysterectomy including ovaries). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, pelvic pain, allergy to metals, migraine, vaginal discharge and vaginal haemorrhage outcome was unknown. The reporter considered allergy to metals, fallopian tube perforation, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: date of removal : (B)(6). Most recent follow-up information incorporated above includes: on 20-mar-2020: events; medical device monitoring error and vaginal spotting was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation/perforation/injuries including perforation out of the fallopian tube') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), migraine ("migraines/headache") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (full hysterectomy including ovaries). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, pelvic pain, allergy to metals, migraine and vaginal discharge outcome was unknown. The reporter considered allergy to metals, fallopian tube perforation, migraine, pelvic pain and vaginal discharge to be related to essure (ess205). The reporter commented: date of removal : (B)(6). Amendment: the report was amended for the following reason: correction due to discrepancy between coding action item and match point coder query. Event" migration/perforation/perforation/injuries including perforation out of the fallopian tube" was recoded to llt "fallopian tube perforation" (previously coded to llt "device dislocation"). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation/perforation/injuries including perforation out of the fallopian tube') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed at the time of essure insertion". The patient's medical history included vaginal haemorrhage. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), migraine ("migraines/headache"), vaginal discharge ("irregular vaginal discharge") and postmenopausal haemorrhage ("after menopause spotting started again"). The patient was treated with surgery (full hysterectomy including ovaries). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, pelvic pain, allergy to metals, migraine, vaginal discharge and postmenopausal haemorrhage outcome was unknown. The reporter considered allergy to metals, fallopian tube perforation, migraine, pelvic pain, postmenopausal haemorrhage and vaginal discharge to be related to essure (ess205). The reporter commented: date of removal : (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/perforation/perforation/injuries including perforation out of the fallopian tube') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), migraine ("migraines/headache") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (full hysterectomy including ovaries). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, allergy to metals, migraine and vaginal discharge outcome was unknown. The reporter considered allergy to metals, device dislocation, migraine, pelvic pain and vaginal discharge to be related to essure (ess205). The reporter commented: date of removal : (B)(6) 2019. Most recent follow-up information incorporated above includes: on 18-feb-2020: pfs received: previously reported event ¿medical device removal¿ replaced with new event ¿migration/perforation/perforation/injuries including perforation out of the fallopian tube¿. New events were added: pain, nickel sensitivity, migraines/headache, irregular vaginal discharge. Reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation/perforation/injuries including perforation out of the fallopian tube') and uterine perforation ('perforation along the fundus') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed at the time of essure insertion". The patient's medical history included vaginal haemorrhage. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), migraine ("migraines/headache"), vaginal discharge ("irregular vaginal discharge"), postmenopausal haemorrhage ("after menopause spotting started again") and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (full hysterectomy including ovaries). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, pelvic pain, allergy to metals, migraine, vaginal discharge, postmenopausal haemorrhage and uterine perforation outcome was unknown. The reporter considered allergy to metals, fallopian tube perforation, migraine, pelvic pain, postmenopausal haemorrhage, uterine perforation and vaginal discharge to be related to essure (ess205). The reporter commented: date of removal : (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-nov-2020: pfs received. Reporter's information added. Event: perforation along the fundus were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I have my date for my surgery on june, 28th') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: date of removal: june 28th. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.